Manufacturer narrative:
H6, health effect - impact code updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events.a risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage specifications are documented and a material certificate is required with each lot. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: additional information. Updated section b5 and h6 (impact code).

Event description:
It was reported that during a knee arthroscopy, the fast-fix 360 thread broke without pushing it when tightening. The t1 implant was successfully removed from the patient, and it is unknown what happened with the t2 implant. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during a knee arthroscopy, the fast-fix 360 thread broke without pushing it when tightening. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).